Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a diabetic ketoacidosis episode while using the insulin pump several years ago. The customer felt it was due to the insulin pump. Customer's blood glucose level was not reported. The device was not returned.